Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer allegedly received the following results, with two different meters, within 10 minutes: lo, which on the system indicates a result of less than 0.55 mmol/l (mobile system 1), 6.0 mmol/l (aviva system 2) and 5.5 mmoll (aviva system 3). The lot numbers of the aviva test strips is unknown and it is unknown if the same lot/vial was used in each of the aviva blood glucose meters. No adverse event reported. Return of the suspect device was requested for evaluation.